Event description:
Senseonics was made aware of an instance where patient developed infection at insertion site. Infection was discovered on (B)(6) 2020. Patient consulted with their doctor and went to eversense center where the sensor was removed to treat infected area.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, patient visited doctor who decided to remove the sensor from patient's arm to treat the infected area.